Manufacturer narrative:
Occupation: other, senior counsel, litigation. Please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt, perforation of all filter strut(s) outside the wall of the inferior vena cava (ivc) with multiple struts perforating surrounding tissue/organs and fracture of one or more of the struts with fractured fragments contacting surrounding tissue. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. Without procedural films or post implant imaging available for review, the reported filter fracture, tilt, perforation and perforation surrounding tissues and organs could not be confirmed or further clarified. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt, perforation of all filter strut(s) outside the wall of the ivc with multiple strut perforating surrounding tissue/organs and fracture of one or more of the struts with fractured fragments contacting surrounding tissue. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d11, g3, g4, g7, h1 and h2. Section b5: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of previous gastric bypass surgery with bilateral lower extremity deep vein thrombosis (dvt) and pulmonary embolus (pe). The patient had also experienced gastrointestinal bleeding while on anticoagulation therapy. The filter was implanted via the right internal jugular vein and placed at the level of l1-l2. The patient is reported to have tolerated the procedure well and with no immediate complications. Approximately sixteen years after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the superior aspect of the filter was located at the l2-l3 interspace. The filter was noted to be tilted anteriorly at its¿ superior aspect and posteriorly at its¿ inferior aspect. The superior and inferior aspect were not in contact with the wall of the inferior vena cava (ivc). All filter struts had perforated the ivc wall by up to 7mm with struts in contact with the bowel, pancreas, aorta, l3-l4 vertebral disc or within the soft tissues. The patient further reported having experienced right leg paralysis associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported ivc and organ perforations. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Due to the nature of the complaint, the reported leg paralysis experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of post gastric bypass surgery with bilateral lower extremity deep venous thrombosis and pulmonary embolus. The patient has also experienced gastrointestinal tract bleeding while using anticoagulation therapy. The filter was deployed via the right internal jugular venous approach. It was placed at the l1-l2 level. The patient tolerated the procedure well with no immediate complications.   The results of computed tomography (CT) scans done approximately sixteen years after the index procedure indicate that the superior end of the filter is at the l2-l3 interspace. The ivc filter is tilted anteriorly at the superior end and does not contact the ivc wall. The ivc filter is tilted posteriorly at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 7 mm. Two (2) anterior struts perforate the ivc wall 5 mm and 7 mm and contact the bowel. One (1) anterior strut perforates the ivc wall 4 mm and contacts the pancreas. One (1) medial strut perforates the ivc wall 5 mm and contacts the aorta. One (1) lateral strut perforates the ivc wall 5 mm and resides within the soft tissues. There is one (1) posterior fractured strut that perforates the ivc wall 5mm and the fracture fragment contacts the l3-l4 disc. Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture, tilted filter, perforation of the filter into the ivc and perforation into organ. The patient also has partial right leg paralysis. The patient became aware of the reported events approximately sixteen years after the index procedure.